Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sw 4.11d. Retainer ring = black . Customer complained about cracked/damaged on the pump. Unit perform visual inspection and pump received with cracked select button keypad overlay and cracked case behind the pump near the battery tube compartment. Test reservoir/pcap lock properly inside the reservoir tube. Unit passed displacement test. No crack found at the belt clip slot and retainer ring. Unit was confirmed for physical damage cracked select button keypad overlay and cracked case behind the pump near the battery tube compartment. Unit passed required testing.